Manufacturer narrative:
(B)(4). The device was implanted, therefore, no device was returned to the MFR for eval. We are unable to determine cause of the reported event.

Event description:
It was reported that the pt underwent discectomy and l4-5 interbody fusion with pedicle screw fixation. The surgeon used a minimally invasive surgical technique through tube, oblique approach to disc space. A cyst was removed from nerve root. During surgery, the disc space was prepared and measured. A 14mm, 6 degree expandable cage was chosen and the sterile package was opened. Implant was confirmed and loaded properly. Surgeon had difficulty impacting implant into disc space. Increased force was necessary to impact cage into space. After proper depth into space was confirmed, surgeon removed impaction cap and placed distraction rod into inserter. Distraction rod would not engage the expansion plug to expand the cage. Several attempts were made. Surgeon decided cage was tight enough in the disc space. The implant remains in pt. No pt complications were reported.